Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) checked and confirmed no failures at the station. Even though fse replaced latch switches. The system functioned as intended after field service engineer assessed and repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, failed tower door. Customer tried to recover the storage space, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.